Event description:
It was reported to target that during the procedure an idc coil detached early in the catheter. Target was notified on 11/18/1998 that the ids detachment occurred while the catheter was in the body making this complaint a MDR. This occurrence had no impact on the pt's health.